Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one curved opening on the radius, crease fold, and wear abrasion. Leak test and microscopic analysis was performed which identified: one opening striated on the radius and non-penetrating nick striated. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening on the radius due to surgical damage consist in the use of some surgical tool. Non-penetrating nick striated due to surgical tool scratch like. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Patient reported pain. Health professional additionally reported capsular contracture, baker grade iii-IV. Device was explanted. This record is for the right side.